Event description:
A patient with scoliosis had recurrent l5-s1 disc herniation. Patient had some dessication of the l4-l5 disc and n-hance rods were placed at l4-l5, l5-s1. Approximately 10 months post implant, patient experienced pain and follow-up x-ray noted broken rod(s). Patient was revised to fusion.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned, no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number. A recall was initiated on these devices for an unrelated issue.